Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation sternalock blu system screw 2.4 x 12mm catalog #: 73-2412 lot #: ni, biomet microfixation sternalock blu system screw 2.4 x 14mm catalog #: 73-2414 lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00402 and 0001032347-2018-00403.

Event description:
It was reported the original surgery and the revision were completed on the same day. The revision was performed on an open heart patient who was bleeding. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
There was a revision in which the implants were removed and replaced; therefore the complaint is considered confirmed. No products were returned, therefore, functional testing and inspections could not be performed. The sales associate reported there was no alleged malfunction of the implants and the reason for the revision was due to patient bleeding. However, the surgeon was not able to be reached for confirmation; therefore the most likely underlying cause of the complaint cannot be determined. Device history record (DHR) was reviewed for part 74-0004 and no discrepancies were found. DHR review was unable to be performed for the screws as the lot numbers of the devices involved in the event are unknown. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00402-1 and 0001032347-2018-00403-1.